Event description:
Guiding the tube down into the left lung. It felt like it was hanging up during advancement, the tube was pulled back out and the drag was felt. Upon removal of the tube, it was noted the balloon was missing. The endotracheal tube was then removed and the balloon was noted to be lodged at the tip.